Manufacturer narrative:
The full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix fully retracted. Helix could be fully extended and retracted, but visual inspection found the helix was damaged/lightly bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted, not used because it measured with high thresholds and impedance during implant. When attempting to reposition, the helix would not retract. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.